Manufacturer narrative:
The device history records were reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. One recovery cone was returned for eval. The sheath and dilator were not returned. There were no kinks noted on the retrieval system. The polyurethane membrane was returned attached to only one prong. The membrane was also fully detached from the stem of the cone. One of the prongs was bent approximately 45 degrees. All dimensional measurements taken were within specification. The complaint is confirmed for detachment of component, as the polyurethane was returned detached from the metal prongs. Definitive root cause is unk. The current IFU (instructions for use) states: capture of the recovery filter: after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth continuous motion. Do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone.

Event description:
Reportedly, before engaging the filter, the physician noticed that the umbrella on the recovery cone "did not look right". The physician removed the device and allegedly, the polyurethane membrane of the cone was torn. The physician successfully completed the filter retrieval with another device. There was no injury to the pt.